Event description:
It was reported by service report that the head-end lift did not work, and the motion interrupt pan was damaged. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged motion interrupt pan.